Event description:
Boston scientific received information that during a routine device change out procedure the impedances on this right ventricular (rv) lead were high. The impedances were noted to be at 1,500 ohms then went up to greater than 2,00 ohms. There was intermittent pacing inhibition on every other beat with oversensing. The pacing inhibition was not greater than 2 seconds. The physician elected to replaced this lead a new one. No adverse patient effects reported from the procedure.

Manufacturer narrative:
This lead was surgically abandoned at this time, should additional information become available this investigation will be updated.